Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that while wearing the pump his blood glucose went to 450 mg/dl and he is now 464 mg/dl. The customer took insulin. The customer also had nausea. The customer treated it by bolus with insulin pump. Customer states the drive support cap appears normal. Customer stated he filled the reservoir this morning and he has 20 units left and he started with 140 units. He removed the site and is bleeding and he states that it is his site. The customer decided to end troubleshooting here. The customer decided to change out the site and will call back if his blood glucose does not go down. They did not get to troubleshoot for blood at site. The insulin pump will not be returned for analysis.